Event description:
Additional information: the patient expired on (B)(6) july. Police are expected to conduct a postmortem. A clinical pathologist commented that staples of the sample side was malformed. The hospital convened an accident investigation committee to learn more about what happened and to devise measures to prevent a recurrence on (B)(6) 2012 15:00-17:00. Our sales rep was present. The patient died from hypoxic encephalopathy. The result of the postmortem did not get. Operating surgeon commented as follows: "as the target tissue could not be confirmed visually directly, the jaw was guided by his hand to clamp the tissue, and then the target tissue was clamped. Massive bleeding occurred immediately after firing the device. Laparoscopic hepatectomy was first time procedure. A clinical pathologist commented as follows; right hepatic vein and lower right hepatic vein were fired from pathological specimen. The staples were malformed staples and b form shape. Both ends of the staple line were turned downward, especially, right hepatic vein was sharp."

Event description:
It was reported that during an open right hepatic lobectomy for hepatic metastasis, bleeding occurred after the device was fired on the branched hepatic vein from inferior vena cava. The staples of the patient side were malformed and the target site near inferior vena cava was torn about 8 cm. The bleeding site was sutured. The amount of bleeding was about 5000cc. 10 packs blood transfusion was performed. The operation was performed on (B)(6). As of (B)(6), the patient is still falling into a coma. The doctor confirmed that the staple line of the excised specimen was no problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Cartridge; incomplete-interrupted firing. Additional followup: was the vena cava visualized prior to firing?---we have no detailed information. Was any part of the vena cava included in the jaws of the stapler? We have no detailed information. Were the malformed staples related to the tear in the vena cava? We have no detailed information. Was the bleeding from staple line or ivc? Both. Any issue or difficulty in firing the device? We have no detailed information. How was ivc injured? We have no detailed information. Does the dr think the device caused the injury? We have no detailed information. As the patient has already started to prepare of legal step, it is difficult to get more additional information. Patients preexisting conditions? Primary disease: metastatic liver cancer, history of surgery: resection of a colorectal cancer in 2010, previous disease: diabetes. Patient age, sex and weight? (B)(6), male, (B)(6). How is the patient currently? The patient still remains in critical condition. Is the patient expected to have a full recovery? No. A supplemental report will be sent upon receipt of further information. The analysis showed that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). The device analysis intially reported on this event was incorrectly received. The deive for the event was not returned for analysis.